Event description:
Medtronic received information that prior to use of this 23mm aortic bioprosthetic valve, it was reported that when opening the valve box, it was noticed that the lid of the container holding the valve was broken and a piece of the broken lid was found underneath the foam/packaging material in the valve box. It was also reported that the user cut their finger on the broken lid as a result. Itwas also noted that solution from the jar leaked into the valve box. There is no patient involvement.

Manufacturer narrative:
Device Evaluation Summary: The outer packaging appeared tattered with amber-colored stains. The tear-away seal on the outer packaging was broken. The box was opened where the patient registration form and packaging inserts exhibited evidence of glutaraldehyde damage; stiff with amber stains. Two small lid pieces were noted inside the packaging. The jar was assessed; both yellow safety seals were broken and misaligned suggestive of the jar being previously opened. There was no evidence of glutaraldehyde around the jar threads. The two small broken lid pieces were adjoined with the existing lid and appeared to make the lid complete. The jar was assessed; both yellow safety seals were broken and misaligned suggestive of the jar being previously opened. There was no evidence of glutaraldehyde around the jar threads. The two small broken lid pieces were adjoined with the existing lid and appeared to make the lid complete. Exactly what caused (when and how) the jar to crack cannot be determined; however during 100% inspection of the final packaging at Medtronic, the jar was not broken/cracked. Also, the packaging configuration was subjected to package validation testing, Standard Practice for Performance Testing of Shipping Containers and Systems. A conclusive root cause cannot be determined at this time. In addition, there was no patient involvement. Medtronic will continue to monitor field performance for similar events should they occur. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.